Event description:
It was reported the bronchofibervideoscope had no ultrasound image during a endobronchial ultrasound image. The event resulted in a 30 minute delay in the procedure it was not specified how the procedure was completed. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, no device problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.